Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed september 25, 2014.

Event description:
Per the clinic, the patient experienced pain with stimulation as well as poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2014, and the patient was reimplanted with another manufacturer's device during the same surgery.